Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. Troubleshooting and x-ray imaging was performed, with an acute bend of the electrode found. Subsequently, this electrode was explanted. A new electrode was implanted. No additional adverse patient effects were reported.